Event description:
It was reported the procedure was to treat a 75% stenosed interventricular anterior (iva) left anterior descending (lad) artery, with right arterial radial access. A balance middleweight (bmw) guide wire was advanced without resistance to the lesion. A loop was formed (the distal end of the bmw was prolapsed) and the "double" guide wire was positioned in the diagonal. After placement, the bmw could not move. With some force, the bmw was removed: however, the radiopaque tip (3 cm) separated and remained in the vessel. There was no attempt made to remove the separated portion as it was over the target lesion. The tip was opposed to the vessel wall by implanting an unknown stent. The procedure was successfully completed by using a pilot 50 guide wire and implanting three unknown stents. There was no clinically significant delay in procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4): prolapsed, against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The instructions for use(IFU)for hi torque guide wires states: do not allow the guide wire tip to remain in a prolapsed condition. In this case it is likely that the tip of the guide wire became entrapped within the anatomy and during removal, as resistance was encountered, as force was applied, the tip coils stretched and the separated. Additionally, the IFU states: do not push, auger, withdraw, or torque a guide wire that meets resistance.